Event description:
It was reported that during a pacemaker to cardiac resynchronization therapy pacemaker (crt-p) system upgrade, this right atrial (ra) lead exhibited noise and high out-of-range pace impedance measurements greater than 3,000 ohms when connected to the crt-p. No oversensing or pacing inhibition was noted, and ra lead fracture was suspected. As a result, the right atrial (ra) lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a pacemaker to cardiac resynchronization therapy pacemaker (crt-p) system upgrade, this right atrial (ra) lead exhibited noise and high out-of-range pace impedance measurements greater than 3,000 ohms when connected to the crt-p. No oversensing or pacing inhibition was noted, and ra lead fracture was suspected. As a result, the right atrial (ra) lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.